Event description:
Since implantation of these extra-ocular circling bands beginning in april 1996, five pts have suffered tremendous inflammatory reaction, restricted mobility and exophthalmos. The circling bands were explanted and the pts reimplanted with another circling band. On the sixth day there was the disappearance of pain and inflammation. The circling band was examined in the bacteriological department. No infections were found. The circling bands being used are of two different colors: one is blue and the other has a "yellow" shine. The bands with the blue shine were involved in the reported incidents.

Manufacturer narrative:
Summarization of cytotoxicity tests are as follows: sample e5381-700 lot 261038345 identified as "blue" and "problem": grade/reactivity: 0/none, conclusion: not cytotoxic. Sample e5381-700 lot 149035276 identified as "yellow" and "no problem": grade/reactivity: 1/slight, conclusion: not cytotoxic. Sample e5381-700 part representing current inventory: grade/reactivity: 0/none, conclusion: not cytotoxic.